Manufacturer narrative:
H3 - device evaluated by mfg?: no device returned to manufacturer. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the catheter from an arterial pressure monitoring set required replacement. The arterial pressuring monitoring catheter was placed successfully, and the procedure was completed. Later, no wave form was detected, so the catheter was removed and replaced with a competitor's device. It was noted that this failure has occurred approximately once per month for the past 5-6 months. Additional instances of this failure with a similar device are reported under patient identifier (B)(6). No other adverse effects were reported for this incident.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation. It was reported that the catheter from an arterial pressure monitoring set required replacement. The arterial pressuring monitoring catheter was placed successfully, and the procedure was completed. Later, no wave form was detected, so the catheter was removed and replaced with a competitor's device. It was noted that this failure has occurred approximately once per month for the past 5-6 months. There was no damage noted to the catheters, nor any resistance noted upon advancing the catheters. Additional instances of this failure with a similar device are reported under patient identifier (B)(6). No other adverse effects were reported for this incident. Reviews of the documentation, including the complaint history, device history record (DHR), quality control procedures, and instructions for use (IFU) for the device were conducted during the investigation. The complaint device was not returned for evaluation; therefore, a physical examination could not be conducted. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient controls are in place to detect this failure mode prior to release. Due to a lack of lot information, cook performed an expanded sales report that identified four possible lots for this complaint. A review of the dhrs for all possible lots and related catheter subassembly lots revealed one relevant nonconformance on the catheter assembly. All nonconforming devices were scrapped, and the remainder were 100% inspected. A complaint history search identified one other event reported for a related failure mode. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in the field cook also reviewed product labeling: this product is supplied with an instructions for use (IFU) pamphlet, c_t_pms2_rev1. Precautions: select puncture site and length of catheter needed by assessing patient anatomy and condition. Verify that there is an adequate palpable pulse in the vessel prior to attempting the procedure. Instructions for use: 8. After the catheter is in position, remove the wire guide. Confirm catheter position via return of pulsatile blood from the hub of the catheter. Note: placing a thumb over the catheter hub will help minimize blood onto the procedure site. Note: if the catheter does not have to be introduced to its full length, additional suture should be carefully placed around the catheter and affixed to the skin at the entry site. This will help prevent movement of displacement of the catheter. The lumen should now be flushed with 5 ¿ 10 cc of normal saline prior to use and /or maintained according to standard hospital protocol. 9. Connect the catheter to a pressure transduction system. 10. Suture/secure the winged hub into place. How supplied: upon removal from package, inspect the product to ensure no damage has occurred. Based on the information provided, no product returned, and the results of the investigation, cook was unable to establish a cause for this event. There are several factors (such as patient anatomy, patient activity, securement of product, and patient preexisting conditions) that could have contributed to this event. However, without additional information, none of these factors can be confirmed. Per the risk assessment no further action is required. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received 17mar2025. There was no damage noted to the catheters, nor any resistance noted upon advancing the catheters.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.